Manufacturer narrative:
Correction: implant date should have been "(B)(6) 2014" instead of " (B)(6) 2021".

Event description:
It was reported that noise was observed on the atrial lead in remote transmissions. Recommendations to address the noise were made. The atrial lead was being monitored. There were no adverse consequences to the patient.